Event description:
The report received from the affiliate indicated that during an interventional procedure, the cypher 2.5 x 28 mm stent was delivered to the proximal/distal circumflex target lesion. When pressure was applied to inflate the stent delivery system (sds) balloon, the balloon did not inflate at all. The sds was removed and another cypher stent of the same size was implanted at 18 atm without any reported problem. The stent was post-dilated with a 2.5 x 15 mm balloon. Coronary angiography confirmed good wall apposition of the stent. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
A radial approach was used for the procedure. The target lesion was the proximal/distal circumflex. The lesion was reported to be: de novo, slightly calcified, moderately tortuous, and a 95% stenosis. Slight calcification was observed from the target lesion to the proximal end around the left main trunk (lmt). The lesion was pre-dilated with a 2.5 x 15 mm balloon. The product was inspected prior to use and appeared to be normal. The product was prepped properly without any reported problems. No leakage was observed when pressure was applied. There was no report of kinks or bends of the sds. The ratio of contrast to saline was two: one (2:1) using urografin. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.